Manufacturer narrative:
Section h4: addtional information. Manufacturer's investigation conclusion: the system monitor (serial #: (B)(6), was evaluated for the reported event of not being able to change parameters on the system monitor. The system monitor was not returned for analysis. Additional provided information communicated on (B)(6) 2020, indicated that the reported event resolved when the power module was exchanged. It was stated that the system monitor would not be returning for evaluation. The heartmate 3 instructions for use (IFU) section 4 entitled ¿system monitor¿ addresses how to properly use and interpret the system monitor. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-02753. It was reported that during preparation of lvads and prior to implantation, the user was unable to change any parameters through the system monitor after the system controller was connected. The issue reportedly resolved after the power module was exchanged for a backup. No other equipment was exchanged.